Event description:
It was reported that the patient presented to the emergency room with syncopal episodes. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds, sensing noise, and high impedance. Programming changes were performed. Patient will continue to be monitored. The patient was in stable condition.